Event description:
Dealer stated that the motor is not braking it is not engaging when signaled from the joystick. The reporter was called for additional detail on this incident. There is no injury. If any further information is received a supplemental report will be filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3gtq3-cg serial number/date (B)(4) is approximately 8 months old. The owner's manual part number 1143151, rev.I (may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.